Event description:
It was reported through remote transmission that oversensing on the atrial channel during capconfirm threshold testing resulted in inappropriate mode switching. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4)